Event description:
Customer called to report a squeaking noise during the manual prime process. No troubleshooting was possible on the insulin pump because it was out of warranty. Customer agreed to receive a continuation of therapy insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. An unexpected motor noise anomaly noted during the rewind process. Problem was isolated to the motor. Insulin pump received with cracked case at display window corners and severly scratched lcd window.